Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that suture failed before suturing the patient. Additional information: the suture was used on the patient, but no harm was done to the patient. They removed the suture immediately and re-sutured with new suture. Unfortunately, I do not have any patient data, as it was neither serious nor in any way life-threatening during the incident.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 54 closed samples and one open and manipulated sample (contaminated) with one of the two needles detached from the thread which shows splitting defect. We have tested the needle attachment strength on 39 closed samples and the results fulfil the requirements of the european pharmacopoeia: 1.39 kgf in average and 0.55 in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Needle bending strength of the unopened samples returned is 35.467 nxcm in minimum and fulfills the needle specifications for bending strength of 30 nxcm in minimum. The 2 used samples sent back show that the needles have been hold by the tip. We can see easily many impacts and marks due to a needle holder on this area. The instruction for use specify the needle must not be hold by the drilled area and by the tip (these areas are fragile, these areas must be preserve of needle holder). In this case, the handling of the needle is the root cause of the bent. Although the results fulfill the requirements of the ep regarding needle attachment, in 28 of the units tested splitting has appeared in the attachment area after the test, as can be seen in the attached picture. Therefore, we consider the complaint as confirmed due to thread splitting. As stated in the instruction for use of the product: 'care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Furthermore, needle attachment results conducted on samples before releasing the product were 1.20 kgf in average and 0.95 kgf in minimum and fulfilled ep requirements. 4. Conclusion root cause analysis: it has not been possible to determine the root cause regarding needle detachment because the closed samples received comply usp/ep and b. Braun surgical requirements. The handling of the needle is the root cause of the needle bent. The most probable root cause regarding thread splitting is that the attachment of the needle was done too hard as some of the closed samples received showed splitting in the attachment area. Final conclusion: taking into account that some of the closed samples received do not fulfil the requirements regarding thread splitting, we conclude that the complaint is confirmed due to thread splitting. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.